Event description:
It was reported that the patient needed to get their device explanted as it was protruding through their skin. Device history records were reviewed for the device. The device passed all functional specifications and quality tests and was hp sterilized prior to distribution. Device evaluation not necessary as it will add no value to the investigation no other relevant information has been received to date.

Manufacturer narrative:
H3. Device evaluated by MFR? Code 81 - device evaluation is not necessary because it will add no value to the investigation. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
F10. Health effect - clinical code "proposed second level coding e20 - protrusion to capture incidents of a device being visible under the skin. "

Event description:
Additional information was received noting that the device did not break through the skin. The physician reported that the cause of the device protruding through the skin is due to patient manipulation or trauma to the site. No other relevant information has been received to date.